Event description:
A caller reported encountering a cgm error, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and after following these steps, the cgm error code did not appear again.